Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that there was strong resistance advancing the subject coil through the microcatheter. While removing the coil, it detached within the microcatheter. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Based on the information currently available the exact cause for the reported event cannot be determined.

Event description:
It was reported that there was strong resistance advancing the subject coil through the microcatheter. While removing the coil, it detached within the microcatheter. There were no clinical consequences to the patient.